Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device internal paddles did not work. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. No additional details regarding the patient/procedure were provided by the customer. The customer contacted the philips response center. The customer was provided information regarding end of support / end of life. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december -2018. The customer was aware of the end of life terms and the device remains at the customer site.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information has been requested.

Event description:
It was reported to philips the device defibrillator paddles do not work. Additional details have been requested. The device was reported to be in use on a patient, potentially causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.